Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide product code. Please provide lot number. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. "I submitted the complaint. I am a marketing director and was at a prof ed course where the surgeon shared the information. I do not have any additional detail." D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and barbed suture was used. During the unknown procedure, when the barbed suture was used robotically, if one grabs the suture anywhere there is a barb, it weakens and breaks. If it is grabbed from a non-barb area and is not clamped down as tightly, it will not break. There were no patient consequences reported. No further information is available.